Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues. The physician suspected an issue with the pump and proceeded remove the pump from the pseudo capsule. The device functioned normally when tested outside the body. The physician created a new pouch for the pump, ensured it was not twisted, and dissected additional tubing; however, the device still didn't inflate once placed back into the scrotum. Multiple attempts were made, but the issue persisted; therefore, the pump was removed and replaced. No further complications were reported.